Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump errors alarm. Customer's blood glucose value was 119 mg/dl. The customer assisted with troubleshooting. Customer reported they were able to clear the alarm and able to rewind the insulin pump and self test was passed but again insulin pump received insulin pump error alarm. Customer stated that pump was exposed to a high magnetic field during computerized tomography scan. The device will not be returned for analysis.